Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient charges his implant every evening before going to bed, he wakes up in the morning and his back is stiff and he uses the controller to check implant and controller shows the implant is off. Patient states this has been happening since (B)(6) 2020 and twice a week and he has been resetting the controller and that doesn't help. Device functionality was reviewed with the caller and recommend patient and his wife monitor the battery level and therapy on/off and consult with hcp office for next steps. Patient's wife stated the controller was 70% and ins was 100% at the time of the call. No further complications were reported. **omitted information regarding "patient states he received a another controller 6 months ago see prior crts 3850776/pe 702540315 (nni).**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that 3 or 5 times a week it will shut down during. Patient did not know if the issue had resolved.